Manufacturer narrative:
Omit : if other specify, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation, imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer.